Manufacturer narrative:
The balloon inflation pressures were not provided. The device therapy occurred over 218 days which is beyond the labeled 6 month use. A potential root cause of the deflation could have been material fatigue resulting from low balloon pressure, however the actual root cause remains unknown. Per the labeling "patients reporting a loss of fullness, increased hunger, and/or weight gain should be examined by radiograph, as this may be a sign of balloon deflation. Additionally, any increase in nausea, vomiting and/or cramping after initial symptoms have subsided may indicate a deflated balloon. Endoscopic visualization might be required if the state of inflation cannot be determined radiographically. Evident balloon deflation may require early balloon removal". The instruction for use contains the following warning: "the risk of balloon deflation is significantly higher with balloons that are left longer than 6 months".

Event description:
Obalon was notified by a physician in the middle east that a single balloon migrated (passed) in a patient with two balloons placed. The first balloon was placed on (B)(6) 2018 and the overdue removal occurred on (B)(6) 2018. It is unknown if the patient experienced symptoms or when the balloon was passed. The balloons were not returned to obalon for investigation and no serious injury occurred.

Manufacturer narrative:
Additional event information was obtained. The first balloon was placed on (B)(6) 2018 and the second balloon was placed on (B)(6) 2018. During the endoscopic removal only a single balloon was found in the stomach and the patient refused x-ray and CT imaging. On (B)(6) 2018 the patient notified the prescribing physician that the migrated balloon had passed. A new onset of symptoms was not reported by the patient.